Manufacturer narrative:
Batch review performed on 29 may 2018; lot 177252: (B)(4) items manufactured and released on 23 february 2018. Expiration date: 2023-02-04; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Others devices involved: mectacer biolox delta ceramic ball head 12/14 ø 36 size s - 4 reference 01.29.208 (k112115); lot 176376: (B)(4) items manufactured and released on 09 january 2018. Expiration date: 2022-12-21; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Supplier also provided the following investigation on 17 may 2018; protocols and certificate of conformance were reviewed. The quality documents show that the values obtained on the ball head were according to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Amistem h ha coated std stem size 3 reference 01.18.133 (k093944); lot 175917: (B)(4) items manufactured and released on 07 february 2018. Expiration date: 2023-01-29; no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
Three weeks after primary the ball head dislocated from the liner. As it was not possible to reduce the patient, the surgeon had to revise her. During surgery a spiral fracture was found around the femur (it went past the implant). The surgeon cabled the fracture and removed all hardware implanting another company's product successfully.